Event description:
Reporter indicated a vns dell x5 computer was not holding a charge. Attempts for return for the suspect computer for analysis are in progress.

Event description:
Reporter indicated that the vns computer was also freezing on an unknown screen in addition to not charging properly. The computer and flashcard have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned vns computer and flashcard. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. Screen freezing was not observed. The handheld performed according to functional specifications.no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.